Manufacturer narrative:
This report is submitted on march 26, 2020.

Event description:
Per the surgeon, the patient experienced ongoing external magnet retention issues. The skin flap was thinned, and the device was explanted on (B)(6) 2020 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted september 1, 2020. (B)(4).